Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited excess slack in the inferior vena cava, caused by the initial placement of the lead. As a result, the patient was hospitalized and a revision procedure was performed. During this procedure, the rv lead was damaged, while using laser extraction to remove it from the patient. No additional adverse patient effects were reported.